Manufacturer narrative:
The medfusion pump was not returned for evaluation. The pump's event history log (ehl), which was provided by the customer, shows that the pump was running on battery power with a remaining battery capacity of 8.7%) at the time of the customer's reported loss of power event. The ehl showed that the pump went from a battery capacity of 98.2% to 8.7% in approximately 10.7 hours. Given that the pump and likely the battery pack are both over 4 years old, the battery pack may be depleting quicker than a newer battery as a result of normal wear. Battery packs can become unstable beyond two years of life. Beyond these statements based on the customer provided ehl, no other findings or conclusions can be made without the pump being returned for evaluation.

Event description:
It was reported that a smiths medical pump shut off during an infusion sometime around 12/30. Staff report the pump was plugged in and they were outside the room when they heard the pump alarm. The pump has not talked to the server since 12/29 but I am sending what I can pull from the server as of right now. The last alarm when I look at the pump (not the server history) is? Improper shut down" but cannot see the date/time on the pump. The pump does have a white sticker on it and battery is currently at 96% with 22 charge cycles. Pump is currently with biomed. No harm to patient.